Event description:
The iliac apparently ruptured prior to placement of the zenith main body graft. The zenith device was placed, but did not resolve the rupture. The pt was converted to an open surgical procedure. The pt subsequently expired.

Manufacturer narrative:
Eval: this event is still under investigation.